Manufacturer narrative:
The field service engineer (fse) was at the customer site on 04/29/2016. After some troubleshooting the fse determined the source of the issue to be the rinse pump. He then rebuilt the rinse pump and was able to run controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that ca control failed false negative on bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.